Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and consumer via company representative regarding a patient with an implantable pump. It was reported that there was fluid buildup around the pocket site with a possible infection. The patient reported that he noticed the fluid accumulation around the pocket site soon after receiving a normal pump refill of medication. He does not remember exactly when that occurred. The healthcare provider planned on doing an exploratory surgery on (B)(6) 2025 to remove the fluid and clean the pocket site. He did not know if he would be explanting the pump. It was unknown if the issue was resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that during the exploratory surgery, the pump pocket was cleaned and the pump was placed back in. The infection/fluid accumulation is resolved, and the pump is still implanted.